Manufacturer narrative:
Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during a gastroscopic treatment procedure performed on (B)(6) 2025. During the procedure, the tip of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during a gastroscopic treatment procedure performed on (B)(6) 2025. During the procedure, the tip of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus. Block h11: the returned resolution clip was analyzed, and a visual evaluation noted the device was returned with the clip assembly detached, both arms bent, and the outer sheath missing, with microscope inspection confirming full deployment and bent arms. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed as the clip assembly returned fully deployed. Upon analysis, it was found that the bent clip arms were likely caused by procedural factors, such as attempting to grasp tissue larger than the clip could accommodate, leading to deformation and impaired closure. The missing outer sheath is classified as "cause not established" due to unknown circumstances. Therefore, the most probable root cause of this complaint is adverse event related to procedure.